Event description:
During a typical atrial flutter procedure, a small clot or mass was noted in the left atrium following transeptal puncture and insertion of advisor hd grid catheter. A blood clot was not observed on ice or pre-procedure tee. No anomalies or abnormalities were noted on or with the grid prior to insertion and was flushed appropriately and with no issues. Following second transeptal puncture, a bright object was noted in left atrium. It was unclear if bright object was close that had been formed or calcification that had loosened. Object was unable to be aspirated. Procedure was canceled. Patient is stable now.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-18 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The catheter was able to be primed with no visual or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus remains unknown.

Manufacturer narrative:
The clinical code was updated to thrombus due to the clot that occurred, and the health impact code was updated to prolonged episode of care due to the procedure being cancelled.